Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The customer issue was confirmed. However, upon further interview a reportable malfunction of damaged air detector was identified. The air detector was replaced. The uso/dso sensors calibration was performed as well. The device then passed all tests after the repairs.

Event description:
The customer returned the product for bubbled dso was sealed and damaged interior battery door latch compartment, during device evaluation, a damaged surface air detector was found. There was no patient involvement.